Manufacturer narrative:
The insulin pump passed displacement, prime, basic occlusion and no delivery tests. However, the pump had motor error alarms during occlusion test due to faulty force sensor system. All operating currents are within spec. The pump was received with scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer went to the emergency room for diabetic ketoacidosis. The customer's blood glucose reading was unknown. The customer stated that they checked the alarm history and there were 2 motor errors. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.